Manufacturer narrative:
Batch review performed on 25 march 2019: lot 131867: (B)(4) items manufactured and released on 24-jun-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical director: two years after primary cemented tka the tibial insert is revised to a thicker one. This is probably due to secondary instability, normally related to progression of disease and secondary ligament laxity. No reason to suspect a faulty device.

Event description:
Revision surgery after 2 years and 1 month due to pain (the cause of pain is unknown). The surgeon performed a synovectomy and swapped the 12mm poly with a 14mm poly.